Manufacturer narrative:
If explanted; give date: n/a (not applicable). The lens remains implanted. The intraocular lens (iol) is not returning for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was planned to be explanted from the patient's operative eye due to the lens dislocating. Through follow-up, it was learned that the lens was repositioned/re-centered. The patient is doing well. No additional information was provided to johnson & johnson surgical vision.